Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported patient had right ventricular support added (B)(6) 2019. The patient was taken to the catheterization lab for left heart catheterization that revealed an aortic root thrombus that extended into the left main. The patient's lactate dehydrogenase continued to rise to 1501 u/l on (B)(6) 2019. Care was with drawn from the patient (B)(6) 2019 due to ongoing right heart failure and end stage organ function. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The account reported the patient presented with right heart failure and rv support was added on (B)(6) 2019. A cardiac cath on (B)(6) 2019 showed aortic root thrombus that extended into the left main coronary artery. Ldh was reportedly 1501 by (B)(6) 2019. It was reported that care was withdrawn from the patient on (B)(6) 2019 due to ongoing right heart failure and end-stage organ function, and the patient expired. The device was not explanted. The hm3 IFU lists right heart failure, hemolysis, and peripheral thromboembolic event as adverse events that may be associated with the use of the hm3 lvas. The IFU outlines recommended anticoagulation therapy and inr ranges. \no further information was provided. The manufacturer is closing the file on this event.